Event description:
The hospital reported that during the endoscopic vein harvesting procedure, while the dissection tip was screwed to the scope, the dissection tip broke. Product was not used in the pt. A new dissection tip was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.